Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported to philips that the battery was not getting charged. There was no reported pt involvement.